Event description:
It was repairing a perineal laceration after a spontaneous vaginal delivery and the needle broke in half during the repair. Dr. Was unable to find the needle and an x ray was done. The needle was found and removed.